Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a ureteroscopy and later stone procedure, a laser warning message indicating a power issue came up on the screen. After troubleshooting with a company representative, it was determined the device was inoperable. The surgeon stented the patient and reportedly will have the patient return when the device is operational. No part of the device remained inside the patient. No adverse effects to the patient were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4).product has not been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported during a ureteroscopy and later stone procedure, a laser warning message indicating a power issue came up on the screen. After troubleshooting with a company representative, it was determined the device was inoperable. The surgeon stented the patient and reportedly will have the patient return when the device is operational. No part of the device remained inside the patient. No adverse effects to the patient were reported.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions and specifications of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: the IFU has complete instructions for laser machine installation, operation and maintenance. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Holmium lasers are very sensitive to temperature. When the laser system reaches above 38 degrees celsius, the safety circuits will prevent the laser system from operating. The information bar on the touchscreen will read "over temperature." The laser system may overheat for the following reasons: improper ventilation, the ambient operating room temperature is above 24 degrees celsius, the laser system has been running at high power for an extended period of time, the input line voltage is lower than normal causing the cooling fans or water pump to underperform. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.